Event description:
It was reported that noise was observed on the ventricular channel. The noise was oversensed and characterized as vf by the device. This resulted in the deliver of hv therapy, which is noted on the stored egm. It is suggested that the noise could be a lead fracture. A chest x-ray showed the lead pinched at the clavicular region. The lead was capped and replaced.

Manufacturer narrative:
Na